Event description:
The customer reported that during an open bowel procedure, the knife blade of the device was protruding outside the device jaws and the jaws would not open. The device was not applied to tissue at the time. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.